Event description:
New information on (B)(6) 2014 indicates the lead continues to exhibit high thresholds. The lead was programmed off. The patients medical condition was good.

Event description:
It was reported that the lead exhibited high capture thresholds of 4 v, 1.5 ms. The patient would be monitored.